Event description:
This lead was implanted on (B)(6) 2008. A call to technical services on 8/19/11 states that there appears to be noise on the atrial lead. Noise was not able to be reproduced. Caller states no. 2.1 k atrs noted. Caller states lead impedances are stable between 440-430 ohms but p-waves are small at 0.2 mv. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).